Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2012 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted on along with concurrent total laparoscopic hysterectomy due to sui, dysmenorrhea, cystocele, rectocele and vesicouterine prolapse. It was reported that following insertion the patient experienced bleeding, recurrence, vaginal scarring, bowel problems and neuromuscular problems. It was reported that patient underwent mesh revision on (B)(6) 2012 due to sui and vaginal wall mesh erosion. It was reported that patient underwent urethrolysis and cystoscopy on (B)(6) 2012 due to dyspareunia it was reported that patient underwent mesh excision and removal, bilateral groin dissection and exploration, vaginal reconstruction, transvaginal urethrolysis and bladder neck suspension on (B)(6) 2013 due to obstructive voiding, infections, urinary incontinence, groin pain, partial mesh excision and urethrolysis. It was reported that patient underwent rectocele repair, perineoplasty and vaginal reconstruction on (B)(6) 2013 due to mesh complication, post transfusion urethrolysis, sling removal, bladder neck suspension and bothersome rectocele. No additional information was provided. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.